Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the product was wet. To aid in the investigation, one shelf carton with one hundred units in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and the shelf carton is torn at the top and bottom. It appears the bottom part of the shelf box was exposed to high humidity. No other defects or imperfections were observed. The shelf box damage could occur during the storage or transportation of the product. A device history record review was completed for provided material number 305200, lot number 2052540. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nokor¿ filter needle box label became wet, rendering the information illegible. The following information was provided by the initial reporter: "what is the lot number? Unknown can only read part of it, due to the box being wet."